Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. 748951 neuro extension and 7427 pain stim ipg, implanted: (B)(6) 2004. 3887-45 pain stim lead and 3887-33 pain stim lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and the physician suspects that the right ventricular (rv) lead is not sensing or pacing correctly. The physician also noted pauses were seen on the electrocardiogram (ECG). The right atrial (ra) lead exhibited chronically high thresholds. Information received on the remote transmission was reviewed by qualified personnel. It was also determined that the rv lead was oversensing after some ventricle paced beats. Both leads remain in use. No further patient complications have been reported as a result of this event.